Manufacturer narrative:
Date sent: 05/04/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a procedure, the active blade broke off. Nothing fell into the patient. There were no patient consequences. Procedure completed with another device.